Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which patient experience pain in the left breast, and mammogram found the implant had an abnormal appearance, decreased in size and now has a crenated appearance after implantation as a result patient scheduled for device removal on (B)(6) 2018.

Manufacturer narrative:
On 7/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the left device lot number is 1010119, and the concomitant product lot number is 5531052. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501680, serial number (B)(4), and right replaced with catalog number 3501660, serial number (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/6/2018, additional information indicated that the lot number for the left device is 5531052, serial number (B)(4). On 7/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: right- catalog number 3501650, lot number 1010119, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. During evaluation creases were observed on the anterior and posterior aspect. In addition, a rent was observed on the posterior aspect, measuring approximately 0.5 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).